Manufacturer narrative:
Root cause is determined to be user error: improper sample mixing by the technician and pipette mixing.

Event description:
A customer notified thermo fisher scientific of invalid pcr runs, which resulted in no results being reported. The customer reported no patient death or serious injury to thermo fisher scientific. The root cause of the invalid plates was considered to be user error since the customer did not follow the product IFU, specifically inadequate vortexing and/or centrifugation of the qpcr plate. The customer site was re-trained on the product workflow, after which the customer no longer experienced these issues.